Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor rate error. There was no patient involvement. The issue was discovered during a routine preventive maintenance inspection.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was confirmed through the onboarding test. The device was repaired by replacing the motor, worm coupling, plunger case assembly, plunger cable, top and bottom cases, and by adding the missing battery.